Event description:
It was reported that the patient with this pacemaker system experienced an infection. Subsequently, this right ventricular lead was explanted and will be replaced once the infection had subsided. No additional adverse patient effects were reported.